Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the unicel dxc 600 pro instrument, and identified the failure mode as a defective photometer. The fse replaced the photometer source assembly to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous patient results for multiple analytes on their unicel dxc 600 instrument. One (1) erroneous patient result was reported out of the laboratory and was later amended. There was no affect to patient treatment in connection to the event. Quality control was within the laboratory¿s established ranges prior to event. The customer provided data for four (4) patient samples. Patient demographics were not provided.